Event description:
It was reported that immediately upon use in the pt, a piece of fiber blew out of the tip. The lateral meniscus got scorched, and the foreign body was injected into the meniscus. The surgeon was able to remove the foreign body from the pt. It was further reported by the physician that no injury resulted in permanent impairment of a body function or permanent damage to a body structure. The physician also reported that additional arthroscopic surgery was required to preclude permanent impairment of a body function or permanent damage to a body structure.

Event description:
It was reported that immediately upon use in the patient, a piece of fiber blew out of the tip. The lateral meniscus got scorched, and the foreign body was injected into the meniscus. The surgeon was able to remove the foreign body from the patient.